Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to startup. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not turn on. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the flexvision pc, hard disk, and reloading of the software by the fse has resolved the reported issue and restored the functionality of the system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (B)(4). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.